Manufacturer narrative:
The customer is anemic and they are not sure of their hematocrit level. They were advised on the limitation of being anemic and having hematocrit levels outside of the 25%-55% range.

Manufacturer narrative:
Occupation is lay user/patient. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 405014) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4), compared to a siemens analyzer using dade innovin as the reagent. The result from the meter at 9:20 a.m. Was 2.6 inr. The result from the laboratory at 9:35 a.m. Was 1.9 inr. The lab result was believed to be correct. The patient's therapeutic range was 2.5 - 3.5 inr.